Manufacturer narrative:
No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The cause of the aortic expansion were not provided.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 12. The tevar indication was pain and aneurysm. The primary entry tear was located in zone 4 and was covered. Three conformable gore® tag® thoracic endoprostheses (tgu262610, tgu282815x2) were implanted within zones 2, 4 and 5, with zone 5 being the most distal zone of coverage. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 50mm, in zone 4. At this time the patient also underwent surgical bypass of the left subclavian artery (lsa) to left common carotid artery (lcca) and branch treatment of the celiac artery (ca), superior mesenteric artery (sma), the right and left renal arteries (rra/lra) and the right and left common iliac arteries (rcia/lcia). Post branch treatment all were reported to be patent, all were patent. No post operative complications were reported for the patient who had a spinal drain placed and was transferred to the intensive care unit and discharged to home on post operative day (pod) 4. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 35, 374 and 724. On an unknown date, approximately pod 35, follow up imaging reported the aortic diameter within the treated aorta, evg measured 58mm. On an unknown date, approximately pod 374, follow up imaging reported the aortic diameter within the treated aorta, evg measured 58mm. On an unknown date, approximately pod 724, follow up imaging reported the aortic diameter within the treated aorta, evg measured 58mm. There were no complications or follow up reported for the patient.